Event description:
It was reported that the patient presented for follow up with a left ventricular lead that exhibited increased capture threshold due to lead dislodgement, which was confirmed via chest x-ray. During a repositioning attempt, a new stylet was unable to advance in the lead. The lead was explanted and replaced. The patient was in stable condition.